Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2013. There is no evidence in the device history that would indicate the user attempted to upgrade the new software. The reported problem of the device not upgrading was not confirmed. The device was successfully upgraded in heartsine technologies. The pad pak, which contains the electrode and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device would not upgrade to new software.